Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an open circuit on contact #10 which was the one he was using for therapy on his left side body. He showed open circuits (over 40,000 ohms) with contact 10 during an impedance check. It was reported the physician did not have the impedance reading in front of him to relay which other contacts or if the ins paired with #10 showed the open circuit. It was unknown if any environmental or external factors may have led or contributed to the issue. The neurologist programmed an adjacent contact to #10 and the patient did get a little symptom relief but not as good as the #10 contact. The issue was resolved and the patient was alive without injury at the time of the report. No surgical intervention occurred and it was unknown if any was planned. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the cause of the high impedance was unknown. Imaging had been used to rule out structural damage and the patient was no longer using that contact.